Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The target lesion was located in the mildly calcified and severely tortuous left circumflex artery. The lesion was predilated with a 2x10mm non-bsc balloon catheter. A 2.5x16mm promus element (pe) stent was advanced to proximal section of the lesion, but was unable to cross the distal section of the lesion. The physician then deployed the 2.5x16mm pe stent in the proximal section of the lesion successfully. Then the physician unsuccessfully attempted multiple times to advance a 2.50x20mm pe stent past the proximal section of the lesion and the previously deployed 2.5x16mm pe stent. The 2.50x20mm pe stent was removed and the distal end of the stent was mildly flared. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The target lesion was located in the mildly calcified and severely tortuous left circumflex artery. The lesion was predilated with a 2x10mm non-bsc balloon catheter. A 2.5x16mm promus element (pe) stent was advanced to proximal section of the lesion, but was unable to cross the distal section of the lesion. The physician then deployed the 2.5x16mm pe stent in the proximal section of the lesion successfully. Then the physician unsuccessfully attempted multiple times to advance a 2.50x20mm pe stent past the proximal section of the lesion and the previously deployed 2.5x16mm pe stent. The 2.50x20mm pe stent was removed and the distal end of the stent was mildly flared. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
A visual and microscopic examination identified distal stent damage. Struts on the 1st row from the distal edge were misaligned and two struts were raised proximally. The outer diameter (od) of the damaged section was measured at 1.53mm. The od of the stent area where no damage was present was measured at approximately 0.98mm. The tip was slightly flared. The balloon was tightly wrapped and was not subjected to any positive pressure. No issues were noted with its profile. Kinks were present throughout the entire length of the hypotube. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).